Event description:
Customer reported collimator error code displayed. The customer was able to finish case with no pt injury.

Manufacturer narrative:
The service rep replaced cpu battery in workstation. Removed and replaced collimator and completed collimator and beam alignment procedures. Verified proper collimator operation without any errors.